Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. For clarification, the customer reported complaint of "broken cable" was confirmed as a loose cable. The instrument was found to have a loose clamping pulley screw on the pitch axis #5 into the housing. The loose clamping pulley screw resulted in severe loss of tension of the correlating pitch cable, which likely reported the customer. As result of the loosening, the pitch cable was also derailed from its normal way on the shaft. A visual inspection of the backend found no other damaged components. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.